Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker displayed a magnet rate of 90 three months ago. When recently checked the battery remaining showed < 0.5 years remaining, appropriately. There was a low, out of range pace impedance measurement (<100 ohms). Additional information indicated that the system was programmed to vvi due to the patient's chronic atrial fibrillation (af) and the low atrial impedance. No adverse patient effects were reported. The system remains in service.